Manufacturer narrative:
The pod was received fully deployed. No bends or kinks to the exposed portion of the soft cannula were observed. No abnormalities in the pod data were observed. No damages or defects to the fluid path were observed that could contribute to the reported failure to deliver insulin. The patient history buffer data was inspected, and the algorithm functioned as expected with respect to the estimated glucose values from the continuous glucose monitor. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone16.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent.